Event description:
It was reported that the customer was taken to the emergency room due to high blood glucose levels, with a reading of 431 mg/dl. The customer also experienced nausea. The caller stated that the insulin pump alarmed no delivery during the basal rate delivery prior to the hospitalization. Troubleshooting was performed, and the insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.